Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc222316500, model: sc-2316-50 serial: (B)(4), batch: 16226470.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads having high impedances and was frayed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy.